Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that insulin squirted out of his wife's insulin pump after rewinding the device; insulin squirted out during the manual prime. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The husband could not confirm if the tubing connector or the top of the reservoir were wet with insulin. No further troubleshooting could occur since the husband did not have room temperature insulin available for testing. The customer's husband was advised to let a new insulin vial sit for forty-five minutes and then change out the whole set; he was also told to call back if the issue persists. No products were returned or replaced.